Event description:
It was reported that the device generated airway pressure: high alarms during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been finalized. The anesthesia system was investigated by the field service engineer (fse). The reported issues could not be reproduced. A system checkout was successfully performed. A successful function check was performed, and the anesthesia system was handed over in working condition. A complete set of device logs was received. The evaluation of the received logs confirms the reported issue with the generation of the alarm high continuous pressure, airway pressure high alarms as well as technical error codes indicating a deviation between set and measured values of the adjustable pressure limit in manual ventilation. During further investigations by the distributor's fse, it was also identified that new staff members at the customer, being accustomed to operating an older anesthesia machine, required additional guidance on the proper use and features of our anesthesia system. This training was provided to the new staff members after the events. The customer had been trained on the anesthesia system prior to these events but new staff members at the customer who were not familiar with operating the anesthesia system were added later. In conclusion no parts were found faulty, and the anesthesia system has been handed over to the customer in good working condition. Our conclusion, based on the obtained information, is that the reported issue was a usability issue and there was no device malfunction. The reported failure has reoccurred on two additional occasions. These two events are reported in mfg report number 8010042-2025-0000935 and mfg report number 8010042-2025-0000937.